Event description:
Per medwatch form # 0300060000-2009-8043, placement of bilateral sub-thalamic nuclear dbs (deep brain stimulation) leads with micro-electrical recordings was completed. One week later, the implantable neurostimulator (ins) and extensions were implanted. Approx 2 months later, a short circuit was reported; impedance measurements were off. The ins was reprogrammed so that those 2 circuits were not being used.

Manufacturer narrative:
(B) (4).